Manufacturer narrative:
A spacelabs healthcare technical support engineer (tse) remotely connected and confirmed that the customer's xhibit telemetry receivers (xtr) were offline. The customer was advised to check all network devices and xtrs to ensure that they were powered on.  The tse later followed up with the customer and confirmed that failure was due to the customer's uninterruptable power supply (ups) that was connected to the xtrs. Once connected to a functional ups, proper device operations was observed.

Event description:
The customer contacted spacelabs technical support stating that following a power outage, the xhibit telemetry receiver was no longer monitoring patients. There was no patient or user death, or injury associated with the event.